Event description:
It was reported that the ilet user was advised to complete a factory reset due to incorrect meal size use and frequent announcements of smaller-than-actual meals, which led to maladapted meal size deliveries that were too large and caused hypoglycemia. Symptoms included hypoglycemia with a nadir of 46 mg/dl and hot flashes/flushes. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue was attributed to improper or incorrect procedure related to meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.